Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact to customer¿s blood glucose level. Reportedly the customer reset the pump and continued to use the pump for insulin therapy.